Event description:
The distal tip (sky-blue floppy tip) of a smart control self expanding stent was damaged (cut), during use in the patient.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The distal tip (sky-blue floppy tip) of a smart control self expanding stent was damaged (cut), during use in the patient. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non sterile unit of smart control 7x60 mm was received coiled in a plastic bag. Stent and locking pin were received in the correct location. Outer sheath was kinked at 1 cm and 9.5 cm from ID band. Brite tip was split, distal tip was over cannulated. No other anomalies were found. Since lot number was not received the review of the manufacturing documentation associated with this lot could not be performed. The frayed/split/torn condition reported by the customer was confirmed, the exact cause could not be conclusively determined; however it does not appear to be manufacturing related, controls exist in the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect damages in the sds. Procedural factors, handling and the coiled condition of the unit received for analysis may contribute to failure as reported. The product analysis does not suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.